Manufacturer narrative:
Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and serial number label missing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump retainer ring came off. Customer stated that the reservoir was locking in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.